Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that keypad of insulin pump button unresponsive when entering carbs.. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer was unable to access the menu screen. Customer observe time close for one minute and time was advance. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.